Event description:
Facility reported that the silver ball, that hold the chains, attached to the hanger bar on a (B)(4) patient lift snapped off causing the end user to fall to the floor, sustained bruising to his shins.